Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device video feed was green, and the shaft was dented. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the final investigation. The device was returned to olympus for inspection, and the reported green video feed was confirmed. This is to inform of a correction of the initial MDR submitted regarding shaft is dented as not reportable instead of a reportable malfunction. In addition, the following reportable malfunctions were identified during the device evaluation: green flickering image; loose adapter; loose or intermittent connection. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid video scope had a green video feed. Was green. There were no reports of patient harm.